Manufacturer narrative:
Insulin pump received no button response due to lcd unlock keypad connector. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the up button on the insulin pump is unresponsive when attempting to bolus. Customer's blood glucose reading at the time of the call was 132 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.